Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed for power error and noticed customer received power error alarm four times. Customer states he was sleeping upon getting the first power error alarm. Explained the internal power source in the pump is unable to charge. Customer reports pump has not been exposed to temperatures below 5°celcius. Explained customer complete process to clear power error. Advised to monitor the pump. The insulin pump will not be returned for analysis.